Event description:
Product, vanish point syringe 3ml 25gx1" malfunctioned at use of administration. The syringe did not auto retract needle and barrel actually exploded, came apart. Ndc is (B)(4), lot number a130404, (B)(4).